Event description:
Further information was received from the physician, indicating that the patient's device was switched off. It was reported that a generator revision surgery took place on (B)(6) 2015 as "the previous generator was worn-out." After the surgery revision, the device was tested and high impedance was found. It was reported that the explanted generator will not be returned to the manufacturer as it was disposed by the facility.

Event description:
It was reported that high impedance was observed on a vns patient's system. X-rays were taken and provided to the manufacturer for the review. The generator appears in the left chest in a normal placement. The filter feed-through wires could not be assessed if those are intact. The lead connector pin seems to be fully inserted into the generator connector block. The electrodes appeared normally placed on the vagus nerve. The strain relief bend was present but no loop was used for this implant. Two tie-downs were used to secure the implanted lead. It is unclear if a part of the lead is behind the generator. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
Event; corrected data: the previously submitted MDR inadvertently provided an incorrect event. Outcomes attributed to adverse event; corrected data: the previously submitted MDR inadvertently provided an incorrect outcome. Description of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event description.

Event description:
Further information was received from the physician, indicating that the patient¿s device was switched off. It was reported that a generator revision surgery took place on (B)(6) 2015 as ¿the previous generator was worn-out¿. After the surgery revision, the device was tested and high impedance was found. It was reported that the explanted generator will not be returned to the manufacturer as it was disposed by the facility. It was reported that the patient was in emergency on (B)(6) 2015. The reason of this intervention is unknown at this time.